Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother of customer) reported via email a low reading issue with the freestyle libre 2 sensor. The caregiver reported unspecified lower scan readings, and the customer was treated for hypoglycemia multiple times. The customer subsequently lost consciousness, and was taken to the hospital where a healthcare meter result of 34 mmol/l was obtained compared to a scan of 7 mmol/l. Details of treatment at hospital where not provided. 34 mmol/l against 7 mmol/l when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother of customer) reported via email a low reading issue with the freestyle libre 2 sensor. The caregiver reported unspecified lower scan readings, and the customer was treated for hypoglycemia multiple times. The customer subsequently lost consciousness, and was taken to the hospital where a healthcare meter result of 34 mmol/l was obtained compared to a scan of 7 mmol/l. Details of treatment at hospital where not provided. 34 mmol/l against 7 mmol/l when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.